Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap was unable to secure onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/7/15 device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: multiple power on reset events observed in black box on 4/23/2015 and 4/24/2015. Pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. Battery cap threads damaged. A test battery cap was used for all testing. Pump powers with test battery cap. Battery compartment crack observed from thread area to case seal. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump. Unrelated to the complaint, there is a dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.